Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a no data on g5 mobile app occurred. Data was returned and evaluated. The reported event was confirmed via data. The probable cause was determined to be no communication gap in logs. No additional event or patient information is available.